Event description:
A 38mm asd device was placed to occlude the pt's large atrial septal defect. Unfortunately, the next day, the device was found dislocated in the left atrium without the pt noticing it. The pt was sent to the or for surgical removal of the device and closure of the defect. The physician stated that the device was not at fault.